Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4. The device manufacture date was reported as unknown on the initial report and has been updated accordingly. Investigation summary: the device was received and evaluated at the service center. The fault reported by the customer that the device didn't work and had excessive pressure could not be verified. However, it was found that the tamper-proof seal was missing, not affecting device functionality. The device was cleaned, a software modification was performed, tested and found to be fully functional. Since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. The missing tamper-proof seal is an indication that someone not authorized has opened the device. A manufacturing record evaluation was performed for the finished device (serial number: (B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Initial reporter phone number: (B)(6). UDI:(B)(4).

Event description:
It was reported by the customer as following; the device didn't work during an unknown procedure. Overpressure swollen shoulder for the patient. No delay reported. No further information available. Loaner requested.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.